Manufacturer narrative:
The investigation for the kinked pump has been completed. The device was not returned for evaluation. However, clinical report provides sufficient details to determine the root cause of the reported event. The cannula kinks were most likely due to patient condition. The failure modes will be monitored and trended. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 55yo male was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that the pump was unable to pass the anatomy due to multiple kinks on cannula and catheter, a new 5.5 pump was used, and there was no harm to the patient.